Event description:
It was reported that there was a volume discrepancy where the actual residual volume (arv) was less than the expected residual volume (erv). The reporter indicated they were expecting 8.1 ml but they got back 7.1 ml. The patient stated they started to have symptoms a week (increased pain) prior to the report where he ¿felt like he was not getting his meds¿ and he took a pain pill and then felt better. The event logs were reportedly normal. The healthcare professional (hcp) planned to bring the patient in ¿after the holidays¿ to check. The pump was used to infuse morphine (unknown). It was later reported that the cause of the discrepancy was though to be a moto stall due to proximity to welding equipment. It was noted that there was no troubleshooting, intervention or other actions taken to mitigate or resolve the event. It was unknown how the patient was doing. No outcome or intervention was reported for this event. Follow up was being conducted to obtain this information. Should additional information be received it will be added to this event.

Manufacturer narrative:
Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).